Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during treatment in the basilic vein the pta balloon dilatation catheter allegedly had resistance during the first inflation. Also, it was reported that the balloon allegedly was difficult to deflate; therefore the balloon and sheath were retracted together as a single unit. The procedure was concluded and the patient was rescheduled for treatment at another facility. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the distal end of the balloon was examined under microscopic magnification and was observed to be slightly bulged and protruding out the distal end of the introducer sheath. Under microscopic magnification, the introducer sheath was bunched and the distal tip of the introducer sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation:the patency of the guidewire lumen was tested and it passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was able to be advanced forward through the introducer sheath with slight resistance. An attempt was made to inflate the balloon with water but was unsuccessful, as water leaked out of the fibers of the balloon 3.2cm from the distal tip. The balloon fibers were then stripped and a partial circumferential balloon rupture was observed 3.3cm from the distal tip. It is unknown when the balloon rupture occurred, as it was not reported by the user. The balloon was cut with a scalpel near the inflation/deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. Upon removal, the glue bullet was examined under microscopic magnification and the flat edge was slanted and not perpendicular to the polyimide. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for inflation and deflation issues, as the balloon was unable to be functionally tested due to the poor sample condition (i.e. Balloon rupture). The investigation is confirmed for a partial circumferential balloon rupture. The investigation is confirmed for a product quality issue, as the flat edge of the glue bullet was slanted and the glue bullet did not meet the minimum required specification. The investigation is also confirmed for retraction problems based on the condition of the returned sample (i.e. Introducer sheath tip flared). The root cause for the improperly formed glue bullet is manufacturing related and may have caused the reported inflation and deflation issues. The deflation issues likely lead to the retraction issues through the introducer sheath. The root cause for the balloon rupture is unknown. Labeling review: the current conquest pta balloon catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details.